Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a 6fr vip device was used after a left heart catheterization (lhc), activated clotting time (act) < 180. Right common femoral artery (cfa), 5 mm vessel. Groin shot performed and access was good. No disease noted via angiogram. Upon deployment the device did not deploy. No tension felt and the device came right out upon pullback. The suture was never seen upon pullback. Manual compression performed and hemostasis was obtained within 10 minutes. Blood loss was reported to be less than 250 cc. The procedure outcome was reported to be fine. The patient was stable and was released to go home.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, the UDI no., the expiration date, and the device manufacture date. A review of the device history record of the product code/lot# combination was conducted with no findings. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6 fr angioseal vip device was returned for evaluation. No accessory components were received with the device. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the device was no placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip.